Event description:
It was reported that this right ventricular (rv) lead showed high pacing thresholds that have been rising with loss of capture, even in unipolar configuration. Also, no sensing was observed, and the patient is dependent. Threshold tests have been failing and there was low amplitude from the evoke response. A new lead was recommended. The rv lead was found to have perforated; therefore, it was attempted to be extracted but had to be surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.